Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report # 1627487-2016-02760. It was reported the patient experienced uncomfortable stimulation from her therapy system. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report # 1627487-2016-02760. Follow-up identified the patient underwent surgical intervention on (B)(6) 2016 to explant and replace both leads with a single lead. Effective stimulation was restored post-operatively.